Manufacturer narrative:
The samples were plasma collected in a lithium heparin tube which were centrifuged at 4000 rpms. System information was not supplied. Service was dispatched for this event and on-site on (B)(6), 2011. The field service engineer (fse) performed a high sensitivity system check, which met all the specifications. The fse also ran a fifty (50) replicate accutni precision run on low-level control, and obtained results within the established ranges. No root cause could be determined for this event.

Event description:
A customer was contacted by beckman coulter, inc. (Bec) regarding the assay performance of access accutni and indicated that unicel dxc 600i synchron access clinical system generated non-reproducible false positive troponin (accutni) results on two patient samples. The results were reported out of the laboratory, and questioned by a doctor in emergency room. There was no report of death, injury, or change to patient treatment in association with this event.